Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted the mesh had essentially broken away from one side. He removed the affected mesh, which was loose. It was reported that the patient underwent surgery on (B)(6) 2010. It was reported that the patient experienced severe pain. It was reported that the patient had a previous mesh implanted on (B)(6) 2007 which is captured in a separate file. No additional information was provided.